Event description:
Caller reported that a malfunction occurred on the pump, but no significant events preceded it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. Customer was instructed to continue using the pump and to contact support again if any issues arise.